Event description:
It was reported to boston scientific corporation in 2009, that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed three days prior. According to the complainant, during the procedure, after using the device to retrieve several samples, a bend was identified in the device needle. The device was withdrawn from patient. The procedure was completed at that time. There was no followup or intervention required after patient release. There were no patient complications as a result of this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.